Event description:
It was reported that during the procedure the device had a setscrew issue as the physician was unable to connect the atrial lead to the device. It was noted that the physician had tried for about ten minutes to fix the setscrew but could not. The device was not used and a new device was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.